Manufacturer narrative:
Analysis found that overheating was not confirmed. During temperature test, the ambient temperature was 75.9degf and rose to 83. 9degf. The max temperature rise was 27degf which would make the final temperature 102.9degf which is still below threshold. There was no fault found in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated pre-operatively. There was no patient impact.